Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. - did the needles fall into the patient? No if yes, ¿ were the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? - was there any delay in the surgery? If yes: no ¿ were there any unexpected outcomes or complications as a result of the prolonged surgery time? ¿ how long (in minutes) did the surgery prolong? ¿ what tissue was being sutured when the event occurred? Unknown ¿ was additional dissection required in other organs/tissues other than the target tissue? No ¿ was there any change in the patient¿s post operative care due to the prolonged procedure? No - please provide the lot number of each device involved: unknown - please provide the source or name of person providing answers to follow-up questions: neuro team nurse no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The needle broke on the suture, near the swage site of the needle. Both pieces were retrieved with no other intervention. Surgical delay unknown. There was no patient consequences reported. Devices are not returning. Additional information has been requested.